Event description:
It was reported the lead stimulation did not cover the patient¿s greatest areas of pain; stimulation was only covering about 60% of his back and 40% of his lower extremity. The patient¿s implantable neurostimulator (ins) and lead were replaced on (B)(6) 2013. Etiology was related to the patient¿s device, therapy, and implant procedure. The patient resolved without sequelae on (B)(6) 2013. If additional information is received, a follow-up report will be sent.

Event description:
Additional information indicated information was updated from lead stimulation did not cover patient¿s greatest pain areas to inadequate stimulation coverage and a possible migration.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0443898v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead. Product ID 3887-33, lot# j0443898v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that etiology was noted as related to the leads that were connected to the implantable neurostimulator (ins). The etiology was noted as related to the device or therapy and related to the implant procedure.